Event description:
The iab was inserted into the pt on 4/23/97 in the cath lab. After iabp for about one hr, the "gas loss" alarm sounded from the pump. No blood was noted and the pt was transferred to the ICU. Then, blood was noted in the catheter tubing and safety chamber. Iabp was discontinued and the iab was removed. Event complications: unk - rpt'd 4/29/97; none - rpt'd 6/4/97. Pt current status: to surgery - rpt'd 6/4/97.

Manufacturer narrative:
Device label code for f10. Position 1: 1701. Position 2: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.